Event description:
A call to technical services was made on (B)(6) 2013 stating that while using this lead guiding catheter in a pacer implant, they ended up disecting the coronary sinus. There were no patient issues but the pacer implant was abandoned. The physician was dr. (B)(6)at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).